Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube insertion and hospitalization.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax after the procedure. The patient had slight chest discomfort, but no dyspnea and did not require increased oxygenation. The pneumothorax was identified via chest x ray. The size was initially 1 centimeter (cm), but an hour later it grown to 2-3 cm in size. The target (ultimately diagnosed as malignant) tissue was located in the left upper lobe anterior segment, with close proximity to the fissure and about 3 cm in size. A chest tube was inserted, and the pneumothorax resolved within 24-36 hours. The chest tube was discontinued from 48-72 hours after clamp trials. The physician believed that the pneumothorax could have potentially occurred via another modality. There was no procedure delay and the procedure was completed as planned. As a result of the complication, the patient was also hospitalized for an unspecified duration. There was no device malfunction associated with the event, and the physician believed that the device did not cause or contribute to the event. The pneumothorax was attributed to age, malignancy and location of the target lesion.